Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the investigation has been completed. Eval method: device history record was reviewed. Conclusions: a f/u report will be submitted when the investigation has been completed.

Event description:
The customer reported that during a percutaneous transluminal coronary angioplasty procedure it was noticed that the pressure gauge did not have a cover and the pressure was wavy during the procedure. No harm or injury was reported.